Event description:
The report received from the study indicated that during the pt's index procedure for carotid stent placement, the pt experienced a transient ischemic attack (tia) during post-dilation of the precise 8 x 40 mm carotid stent. The manufacturer of the balloon catheter was unk. An angioguard 8 mm embolic protection device was used for the procedure. The onset was sudden and was characterized by right hemiparesis/aphasia and lasted less than twenty-four hours. Debris was noted to be present in the angioguard device. The pt left the angiography suite with a neurological deficit. The day after the procedure, the pt experienced an ischemic stroke. The onset of the stroke was unk and was characterized by dysarthria/left sided hemiparesis and lasted greater than twenty-four hours. The pt made a full recovery from both adverse events. Both events were reported to be unrelated to the pt's anticoagulation. The pt was discharged one week after the procedure.

Manufacturer narrative:
The pt was asymptomatic for the index procedure. The target lesion was the ostium of the left internal carotid artery. The lesion was reported to be: a 90% stenosis, 25 mm length, thrombus present, mild concentric calcification, 8.0 mm vessel diameter, ulcerated, and moderate tortuosity. An angioguard 8 mm embolic protection device was positioned. A precise 8 x 40 mm stent was implanted. The stent was post-dilated. The residual stenosis was 10%. The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #1016427-2009-00197.